Event description:
It was reported that the device locked up after delivering a shock several times during a cardiac arrest patient transport. A bystander witnessed the patient collapse on the road and started administrating CPR. The patient was down for approximately five to ten minutes until the fire department arrived at the scene and attached the defibrillator. The first defibrillation shock was delivered to the patient successfully. However, following the second defibrillation shock, the device display was blank for approximately 40 to 60 seconds and the device locked up. The operator clicked the home button to restore operation after the first occurrence, but the device locked up after delivering the third, fourth and fifth shocks. The responders informed that each time the device locked up, it took a longer wait time, up to 90 seconds, to restore to normal operation. The patient was not resuscitated. Physio-control's clinical review of the reported event found that the device use did not contribute to the patient outcome, as effective defibrillation therapy was provided to the patient. Following each two minute CPR period, the operator assessed the patient's ECG rhythm and delivered a defibrillation shock.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined the cause for the malfunction to be a failure of an ic chip, designator u14, on the single board computer (sbc). The component failure resulted in delay in boot up and a reset after defibrillation.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.